Manufacturer narrative:
Pump was received with high sleep current due to moisture damaged on electronic assembly and on power connector. No blank display or critical pump error (open book image) alarm noted during testing. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm, black display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was 100 mg/dl. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message. Customer went swimming while wearing the insulin pump, the display screen was black and the device had a critical pump error alarm. Troubleshooting was unable to resolve the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.